Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that a follow-up email was received and the hcp stated that the code 99 had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal fentanyl, bupivacaine and clonidine via an implantable pump for spinal pain indications. It was reported that the hcp stated during interrogation of the patient's pump she saw error code 99. The hcp stated the patient had magnetic resonance imaging (MRI) on saturday and did not get the pump checked after the MRI. The hcp did not report any signs or symptoms of overdose or under dose. Tech services reviewed telemetry mode with the hcp and educated them on the importance of getting the pump checked after an MRI. Tech services assisted in clearing the alarm and no further issues reported.